Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod was found damaged in the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "damaged packages"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod was found damaged in the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "damaged packages".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-nov-2022. H6: investigation summary multiple samples were provided to our quality team for investigation. Through visual inspection, the thumb press of the plunger is observed to be broken, all pieces found within the package, and the packaging is noted to be damaged in the same area of the thump press. A device history record review found no non-conformances associated with this issue during production of lot 2208040. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the sample evaluation, it was determined the damage likely occurred during the package process. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence.